Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm and no excessive no delivery alarms were noted. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and cracked case near display window corners. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer treated the high blood glucose readings with a manual injection. The customer stated that the pump was not delivering insulin. The customer stated that she has not contacted her health care provider regarding the high blood glucose readings. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.